Event description:
In 2008, the pt reported his insulin infusion set came off this morning right after he showered. He stated his blood glucose was 313 mg/dl after the set dislodged. He changed his infusion set and bolused insulin, and his readings elevated on 535 mg/dl. He said he bolused again and by lunch his reading was "hi." During troubleshooting, the pt stated his current infusion set is securely attached. There were no air bubbles in the tubing and the bolus history was confirmed to be accurate. Troubleshooting did not find any product issues. It was recommended the pt change the insulin cartridge and infusion set and then contact his physician. The pt ended the call. Attempts to follow up with the pt were unsuccessful. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.